Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump had an occurrence of high pressure alarm messages after the pump was started. Functional testing was unable to duplicate the reported issue. The investigation found fluid ingression on the pump. The investigation determined that fluid ingression causing the downstream occlusion sensor to be defective was the cause of the reported issue. According to the investigation, this issue was a result of the customer's physical damage to the device. Beyond device repair, no further action will be taken on this issue.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited high pressure alarm. It was reported that the pump and tubing was inspected for blockages, kinks and clamps. Subsequently, the patient successfully switched to backup pump. No patient consequences were reported. No adverse effects were reported.